Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated had hard time removing the battery cap. Customer declined to troubleshoot. No blood glucose reading provided. Customer requested belt clip to be sent. No further information provided.